Event description:
It was reported through article review that in a (B)(4) registry, lesion length defined in tertiles has no impact on the short-term in-stent restenosis (isr) or long-term major adverse cardiac event (mace) outcomes of patients implanted with drug eluting stents. In contrast, longer lesion correlates with higher isr and mace rates in the bare metal stent group. (B)(4). Of the (B)(4) patients, the following outcomes were captured: death, revascularization, myocardial infarction, coronary artery bypass grafting. Abbott vascular bare metal stents used during this study are: multi-links (duet, tristar, penta, pixel and vision). A direct correlation to any one of these stents to the patient outcomes is unable to be confirmed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. Implant date estimated. There was no reported product deficiency and the product was not returned. The reported patient effects of myocardial infarction and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The multi-link stent referenced is being filed under a separate medwatch report#. The additional adverse patient effect of death referenced is being filed under a separate medwatch report#.